Event description:
The clinician reported that on the day of attempted placement in ada site 10 in the mouth, the implant did not achieve primary stability in type I bone. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. Rp.017690.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent. Jjgc considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of attempted placement in ada site 10 in the mouth, the implant did not achieve primary stability in type I bone. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.